Manufacturer narrative:
On 11/5/2019, mentor became aware that the statement under follow up 1 for 1645337-2019-23076 inadvertently did not include the date. The correct statement is: ¿on october 9 & 10 2019 cdrh experienced an intermittent issue causing medwatch reports to remain stuck in ack 2. This report was affected by this issue and is now being resubmitted. The original submission was made within the 30 day reporting timeline.¿ manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/5/2019, mentor became aware that the previous correction did not include a due date. The due date should be 12/5/2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/19/2019, device evaluation was completed. Device evaluation summary: during evaluation of the device it was observed a crease at anterior view, additionally a rupture within crease was noted, measuring approximately 3.0 cm no other anomalies were discovered. A fold or wrinkle rupture is a known inherent risk associated with the use of gel-filled mammary prostheses, and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/5/2019, mentor became aware that the reference number provided under previous submission was incorrect. The correct reference number is ¿1645337-2019-23076 initial report¿ manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mwr-(B)(4). (Initial report): ¿cdrh experienced an intermittent issue causing medwatch reports to remain stuck in ack 2. Per change request (escc) # 1623098, reports were unlocked for resubmission. The original submission was made within the 30 day reporting timeline and therefore is not late.¿ on 10/11/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2019, mentor received additional information with the returned device indicating that patient underwent bilateral explantation and repalcement with catalog number 3501751; serial number (B)(4) on the left side and with catalog number 3501751; serial number (B)(4). On the left side on (B)(6) 2019. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent primary breast augmentation with a 175cc mentor memorygel breast implant and was presented with right side breast implant rupture. As a result, the device was explanted, and replaced on (B)(6) 2019.